Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did device create hole in package to compromise device sterility? --- yes.

Event description:
It was reported that during an unknown procedure, the cap of the scissors came off and the package was damaged by the scissors. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.